Event description:
On (B)(6) 2011, the pt reported the up/down buttons of her infusion device do not work correctly. At this time of the report the down button functioned properly but the up button did not. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.